Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 1041 mg/dl. The customer¿s current blood glucose level was 114mg/dl. The customer experienced different blood glucose level of 1014 mg/dl. The customer did experience any symptoms such as vomiting, nausea, and abdominal pain. The customer was treated with intravenous fluid. Troubleshooting was done for high blood glucose. The insulin pump will be returned for analysis.